Manufacturer narrative:
(B)(4). The check valve was requested and received for investigation. During a visual inspection at maquet's quality assurance department no visible failure could be detected. For further investigation the check valve was send to the supplier. The check valve was disassembled and visibly checked with a microscope. No defect or signs of wearing could be detected. Afterwards the check valve was carefully reassembled and tested according to the production test process. No malfunction of the check valve could be detected. The supplier assumes that a small particle was inside the hydraulic system and caused the malfunction of the check valve. The root cause for the malfunction could not exactly be determined. The check valve and also the operating table were both manufactured in 2010 and were in clinical use since then. The complaint data base was checked regarding similar complaints with the operating table in question. No similar complaints with this operating table were reported to maquet.

Event description:
Mfg reference # (B)(4).

Manufacturer narrative:
Maquet service technician visited the clinic and investigated the device. The described malfunction could be reproduced. A check valve was identified as cause for the malfunction. The check valve was replaced. Afterwards functional testing was performed. The product passed all tests. The exchanged check valve was requested for investigation but has not yet been received.

Event description:
The customer reported that during a surgery the table top tilted sideways. There was a patient on the tabletop. The unintended motion could be stopped by a hospital staff. The patient was not injured. The procedure was completed on the table top with negligible delay. (B)(4).